Event description:
It was reported that the right ventricular lead had high impedance and a possible fracture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the lead was returned in segments, analyzed and connector issue is noted (intermittency between the pin and cap on the is-1 connector). It was noted that the distal conductor was distorted, the defibrillation coil was distorted, the distal conductor was cut, the defib conductor was cut, the proximal conductor was cut, there was blood/body fluid on all conductors (not obstructed), the defibrillation conductor was fractured (overstress), there was blood/body fluid on the outer tubing overlay, outer tubing overlay melted, outer tubing overlay cosmetic environmental stress cracking, outer tubing environmental stress cracking breach (non-electrical), the outer insulation was torn, all insulators were breached cut, the outer insulation was breached cut, the outer insulation had a cosmetic depression, there was blood in/on the helix/lobe mechanism and there was apparent explant damage.